Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. This acp was installed, programmed and tested on the pca is4000 golden system where error 32101 was triggered at startup, replicating the reported event. This acp was aba tested with a well-known gold unit and was able to confirm and verify it as the source of the fault. The probable root cause of error 32101 is attributed to a high side switch fault in acp1 board. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, an intuitive surgical, inc. (Isi) rep called in to report that they had a stapler stuck on tissue. He had the surgeon hit the emergency stop. Surgeon was able to manually release tissue and manually moved stapler to free the stapler as it was clamping on artery. Stapler was successfully removed. However, the system had 32101 returning recoverable errors. This error only allows them to disable boom and cart drive. Errors would not clear after numerous hard power cycles. Tse also found communication errors 23 in the logs pointing to the 2nd from top blue fiber port on the back of the core. They inspected the cable and found that it was slightly loose. They reseated the cable, and hard power cycled the system but that did not resolve the 32101 errors. Staff had to manually undock from the patient. Staff converted the case to laparoscopic and requesting fse to follow up and resolve the issues. The procedure was converted to laparoscopy with no reported injury. Isi followed up and obtained additional information. There was approximately 20-minute delay as they removed the stapler from tissue and tried to ¿recover¿ the fault.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The stapler instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The rfid editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement test on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is an expected condition for the instrument to not operate properly and to receive a lockout error after the manual grip release has been used. There was 22027 error of the manual grip release displayed during the procedure, which explains why the stapler was inoperable and found to be locked. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using a white 60 reload. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. There was no problem detected. The sureform 60 stapler reload was found to have an exposed component. The reload was found to have the knife exposed within the knife track. Log review confirms there were no firing failures. The knife was exposed towards the proximal end of the returned reload. The reload was not fully fired due to manual release of the instrument used.